Event description:
Medtronic received information that post implant of this mechanical aortic valve, the patient's blood pressure was unsteady and the physician felt the valve was not a good fit. There were no issues with the leaflet motion of the valve. The valve was explanted and replaced with a new valve of the same size, and the patient's blood pressure normalized. No further adverse patient effects were reported.

Manufacturer narrative:
The device has been received by medtronic and is being shipped to medtronic's analysis laboratory for evaluation. At this time no definitive conclusion can be made regarding the clinical observation. Patient weight was not provided to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received in a specimen transport pouch with the blue actuator loose outside of the pouch. Areas of discoloration along the sewing ring indicated possible blood contact. The leaflets were intact. After the carbon subassembly was cleaned and dried, the leaflets were fully mobile. The tissue annulus diameter of the valve was measured to be within specification. During sewing cuff examination, the cuff met specifications. No as-manufactured surface finish anomalies were identified. The as-returned dimensions for the orifice met engineering drawing specification. The as-returned dimensions for the left leaflet met engineering drawing specification. The as-returned dimensions for the right leaflet met engineering drawing specification. The crown to notch (c-n) gap was measured; the as-returned gap for the left and right leaflets were within the manufacturing specification. The difference between the minimum circumscribed and maximum inscribed stiffening ring dimensions was within the engineering drawing specification. The complaint was not confirmed for the reported issue of the valve not being a good fit. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The serial number was verified to be correct. A conclusive cause of the reported event could not be determined as the device met specification. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted.